Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl (27.7 mmol/l). Corrective actions included replacing the pump with one that has updated software. The customer was advised on backup therapy using mdi and given instructions for putting the pump into storage mode and returning it. The replacement pump was shipped without a required signature, and the customer acknowledged all provided instructions and steps.